Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she received a threshold suspend alarm. The customer stated that she was just sitting at her desk when the alarm occurred. The customer's sensor glucose reading was 44 mg/dl and the blood glucose reading was 159 mg/dl. The customer's blood glucose at the time of the call was 141 mg/dl. Advised the customer that the sensor would be replaced. Nothing returning.